Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported that 10 years ago a patient had their pump replaced because the pump stopped being effective. The patient name was unknown. The pump was leaking into the abdomen. The healthcare provider (hcp) had to spend 6 hours to scrap out damaged tissue. No further complications were reported.